Event description:
The customer reported approximately two milliliters of clear fluid leaked outside the instrument during manual samples analysis involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated or reported from the laboratory. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed the probe wipe did not drop to the down position completely and allowed diluent to drip during the probe cycle. The fse cleaned and lubed the probe traverse rails and performed a probe alignment procedure and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the probe wipe is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).